Event description:
The patient had a cerebrospinal fluid (csf) leak one to two weeks prior to 2014 (B)(6). The pump was working fine, but the patient wanted it explanted. The doctor reduced the dose, stopped the pump, and then programmed the pump to minimum rate mode. The pump was interrogated and showed a therapy inactive screen. When they read the pump again, everything was normal with the pump. It was later reported that the patient was getting good therapeutic effect and did not experience any symptoms as a result of the csf leak. The leak occurred at the spinal incision site and the doctor made multiple attempts to correct the leak with a purse string, however they were unsuccessful and the patient wanted the system removed. The fluid leaking was csf, not medication or other fluid. The entire system was explanted and nothing was left in the patient. The pump contained fentanyl, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).